Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.